Event description:
The customer received questionable thyroid results for one patient. It was unclear if any of the results provided were generated from the same sample. On (B)(6) 2013, the results from the roche analyzer were: free triiodothyronine (ft3): 8.3 pg/ml, free thyroxine (ft4): 30.6 pg/ml and thyrotropin (tsh): 26.5 ui/ml from the immulite analyzer, the results were: ft3: 3.2 pg/ml, ft4: 12.5 pg/ml information concerning which result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The ft3 reagent lot number was 173844. The ft4 reagent lot number was 175155. The tsh reagent lot number was 174482. The expiration dates were requested, but were not provided.

Manufacturer narrative:
The investigation could not determine a specific root cause for the issue with tsh. The customer's result for tsh could not be confirmed and no interfering factor could be identified. It was noted the results for the assays using a prewash were higher than the results of the assays without the prewash. This could have possibly been caused by a combination of the detected streptavidin interfering factor and the prewash step.

Manufacturer narrative:
Additional information received. The patient was a male born in 1942. The patient was not adversely affected.

Manufacturer narrative:
As part of the investigation, a sample from the patient was submitted for further testing. The results indicated the presence of a streptavidin interfering factor which could cause the elevated ft3 and ft4 results. Product labeling documents this interference.

Manufacturer narrative:
This event occurred in (B)(6).